Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed an irritation. Patient stated irritation is red and itchy on her back and side. There was no alleged device malfunction contributing to the irritation. Patient reported that a physician prescribed a steroid cream and instructed pt not to wear lv until it heals. Follow up indicated that the cream is helping with the skin irritation.